Event description:
Patient was revised due to osteolysis, pain, high metal levels and metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013- plaintiff¿s preliminary disclosure form was received, which identified dob and part/lot information for the cup. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to osteolysis, pain, high metal levels and metallosis. Update - clinical report states the patient was revised for an adverse local tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: complaint description, implant date. This is a duplicate report of 1818910-2013-00773. This report, 1818910-2013-00769 will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-00773. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.